Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Photographic evidence has been provided, however, the visual inspection did not establish a relationship between the device and the reported event or determine a root cause. Probable causes may include, system set up or a component failure. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that during npwt with the renasys go device, when trying to use it by connecting a foam kit to the pump, a leakage alarm kept sounding. It was found that the connector part was torn. Treatment was completed with the same device with no delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.